Manufacturer narrative:
Additional procode = dro. The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty transistor on the processor/bridge/pace board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pace functions. Complainant indicated that there was no patient involvement in the reported malfunction.